Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event. The lowest recorded bg was 69 mg/dl, with the ilet displaying 70 mg/dl and trending downward. The event was corrected with glucose tablets, and bg stabilized within approximately 20¿30 minutes. The device provided a low bg alert. No symptoms were reported, and no medical intervention was required.